Manufacturer narrative:
Creatinine (crem) module reagent syringe was leaking. Bci field service engineer replaced the creatinine (crem) module reagent syringe.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 synchron clinical system. No injury was reported and there was no effect to patient or user.